Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead visual insulation breach near header was observed during device replacement procedure. The lead was electrically stable. The lead was repaired with medical adhesive and was kept in use. Patient was in stable condition.